Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device # 1 of 3: reference MFR. Report: 1627487-2017-03501 and 3006705815-2017-00775. The patient's husband reported his wife underwent surgical intervention to implant a scs system. When she arrived home, the stimulation increased and the patient experienced overstimulation. The stimulation was able to be turned down. In addition the patient reported experiencing pain in her breast. The patient was hospitalized and the stimulation was turned off. Reprogramming was able to resolve the issue. It was determined the overstimulation was due to the increased perception of the stimulation mixed with the anesthesia effects. UDI is not available.